Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was available for return, however the device has not been received; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of farawave in faradirve, lot of air bubbles were visible. The guidewire was inserted into the farawave, up to the tip of the catheter nose. Pressure bag was used for the irrigation of sheath. Bubbles were seen in the flushing line and excessive bubbles were seen in aspiration syringe. Physicians tried to aspirate two syringes but still lot of bubbles were noted. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of farawave in faradirve, lot of air bubbles were visible. The guidewire was inserted into the farawave, up to the tip of the catheter nose. Pressure bag was used for the irrigation of sheath. Bubbles were seen in the flushing line and excessive bubbles were seen in aspiration syringe. Physicians tried to aspirate two syringes but still lot of bubbles were noted. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.